Event description:
According to the event description: 1419h started with a syringe of 10ml drug, after priming syringe volume is 8.4ml, rate of infusion is 0.3ml/h. On checking at 1530h, the balance volume in the sytringe is 7.6ml. With an infusion rate of 0.3ml/h, the balance should be 8.1ml instead of 7.6ml.ml no patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number 04046963716745 premarket submission # k092313, k172831, k191910.